Event description:
A customer reported experiencing a cartridge alarm 20 during the load process of their pump, which displayed a high blood glucose (bg) level, although the specific value was unknown. To address the high bg, the customer used a correction injection via multiple daily injections (mdi). Technical support did not require third-party assistance and educated the customer on waiting for prompts during the load process to remove used cartridges. Technical support confirmed no prior reports of similar alarms on this device, and they arranged to replace the pump with one that has updated software. They provided instructions for storage and return of the problematic pump and advised the customer on steps to take upon receiving the replacement. The customer understood and acknowledged all instructions.